Event description:
During a ladg, error code 4 was indicated. When connected with the hand switch, error code 7 was indicated. Another device was used to complete the case. There was no patient consequence.